Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion is located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured at 8 atm for several seconds. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications, and the patient was good post procedure.